Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7045-90, lot# i0833, mfd. 09/13/13, expires 2018-09, (B)(4). 2nd (second): ifuse implant, p/n 7040-90, lot# i0847, mfd. 11/14/13, expires 2018-11, (B)(4). 3rd (inferior): ifuse implant, p/n 7035-90, lot# i0490, mfd. 03/12/13, expires 2018-03, (B)(4).

Event description:
In (B)(6) 2014, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient had a period of pain relief after the initial procedure but later complained of buttock pain. No lucency or loosening was seen on CT scans, but the surgeon decided to remove the implants anyway. In (B)(6) 2016, the surgeon performed a revision surgery where he attempted to remove all of the existing implants but they were all solidly fixed in bone and could not be removed. He left the implants in place and added one iliosacral screw. The status of the patient following the revision surgery is not yet known.